Event description:
It was reported that, an 840 ventilator was giving low tidal volume. Although requested, patient participation information was not provided. The covidien service engineer (se) inspected the device and was not able to duplicate the reported event. No parts werereplaced. The unit passed all testing and operates within the manufacturing specifications.